Event description:
The pt is status post rotator cuff and slap tear repair with cuff patch. Past medical history is benign. The pt developed fever and erythema at the operative wound site four days post-op and was begun on cephalexin. The pt's symptoms worsened and the pt presented to the emergency room with a hot and painful shoulder. Fluid collection was noted lateral to the posterior portal. The pt was taken to the operating room where a 3 cm erythematous area with flocculent fluid collection was noted lateral to the posterior portal. Serous fluid with globular yellow material was noted and appeared to track through the deltoid split. The wound was irrigated and a separate incision was made down to the deltoid fascia. A mild to moderate amount of this serous fluid with globular yellow material was noted at the intraarticular space with necrosis of the cuff patch. The area was profusely irrigated with pulsatile lavage with intermittent debridement of the remnant globular tissue of the cuff patch. The pt was begun on ciprofloxacin and vancomycin. Cultures taken at the time of surgery were negative. Infectious disease was consulted who felt the pt did not have evidence of deep soft tissue infection and suspected some form of rejection of the porcine patch. The pt was continued on ciprofloxacin and vancomycin.